Manufacturer narrative:
Batch review performed on 18 june 2020: lot 180040: (B)(4) items manufactured and released on 30-may-2018. Expiration date: 2023-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
Revision surgery performed 1 year and 10 months after primary surgery for stem loosening. The surgery was completed successfully.